Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 mm synergy was deployed and post-dilated and a proximal edge, flow limiting dissection was noted. To cover the dissection, a 3.50 x 24 mm synergy was deployed proximally and the procedure was completed. The patient fully recovered and was stable.